Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, moderately calcified, proximal left anterior descending artery. The lesion was predilated with a 2.5x12 mm nc balloon to 12 atmospheres. While advancing the 2.5x23 mm xience v stent delivery system (sds) through the guiding catheter, resistance was felt inside the catheter and the sds was unable to be advanced any further. After several attempts the decision was made to retract the sds; however, the sds was stuck inside the catheter. The attempts to remove the sds resulted in a distal shaft separation. After removal of the guiding catheter from the patient, an anomaly was observed inside the guiding catheter, which was the cause of the resistance that led to the shaft separation. A new guiding catheter and sds were used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Difficult to position/remove (guiding catheter resistance) were not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.